Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a multiple insulin pump error alarms. The customer stated they were not able to clear the alarms and were not able to complete the rewind process. Customer also reports a keypad anomaly. Customer stated that the home button was unresponsive. It is unknown if auto mode was active at the time of the event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.